Event description:
On feb 3, 2008 the following info was provided. The user facility is unsure how long the accudrains were leaking but guessing within 2-4 hrs, based on the nurses, are required to check the drain at a min of every 2 hrs. The device was in use for several days before the leakage was observed and it is known that this facility keeps the drains in for 1-2 weeks depending on the pt's need.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.